Event description:
It has been reported by a kimberly-clark sales representative that during suctioning, the catheter had allegedly become detached from the suction valve and remained in the patient's endotracheal tube. The catheter was reported to have been removed with some difficulty. There were no reports of any injuries or death as a result of the alleged product problem. Kimberly-clark has no independent knowledge of the event reported but it relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B) (4).

Manufacturer narrative:
No sample will be provided for evaluation. Investigation is in-process. A supplemental report will be submitted upon receipt of additional relevant information. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.